Event description:
It was reported that experienced high blood glucose. Blood glucose reading was 30 mmol/l. Customer had treated high blood glucose with insulin pump. Customer had experienced symptoms such as tired as a result of high blood glucose. Troubleshooting was performed. Customer reported infusion set cannula was kinked. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was inactive during reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.